Manufacturer narrative:
G4: 19jan2020. B4:(B)(6). The service support performed evaluation and confirmed the reported problem. Service support was unable to turn off the sound. Restarted the unit and found power management and blower were faulty. The service support then replaced the power management and blower to resolve the issue. Performed functional test and unit successfully passed and return to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported a noise coming from the unit. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.